Event description:
Subsequent to the initial medwatch, adjudicators indicated this event was an ischemic, non-ipsilateral, minor stroke. No additional information was provided.

Event description:
It was reported that 14 days post stent implantation in the left internal carotid artery the patient experienced left sided drift. No treatment was given and the left sided drift resolved on (B)(6) 2010. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). A neurological event may occur during this type of procedure and as listed in the instructions for use, is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Manufacturer narrative:
(B)(4). Neurological event (stroke) may occur during this type of procedure and as listed in the instructions for use, is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.